Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va32fhn); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they were sitting and felt 2 sharp jabs maybe 20 minutes apart. Patient said the device quit working and now they can't control their bladder whatsoever. Patient thinks the "wire came loose". Patient increased stim on program 1 and couldn't feel anything, later in the call the patient said they felt a throbbing at the ins site. Patient gets out of bed at night and they just pour on the floor. Patient has a follow up appointment on aug 4th. Reviewed how to change programs. Patient changed to program 2 and felt a tabbing in the "middle of their butt cheek", patient said they considered this the bike seat area. Patient was able to switch programs and increase stim to a comfortable level. The patient was redirected to their healthcare provider to further address the issue. Patient said the device was implanted on (B)(6) 2025. Patient said they talked to a manufacturing representative (rep) yesterday who told the patient they would call them back but they didn't and someone else never returned the patient's call.

Event description:
Additional information was received from the patient. They reported that they had the system implanted on july 14th of this year and was told not to bend over for 2 weeks, but to stoop. On july 19th patient was sitting and felt a sharp sting with another one maybe 15 minutes later. Patient was worried that the leads had come out. They made two calls during the next week as their bladder was emptying out with no notice and they had increased the program from .5 to .7. Finally, on july 28th, patient was able to reach someone on the customer assistance line. They assisted patient in changing to program 2 at .7 when they felt tapping. Agent at the time told the patient to discuss all this with their doctor at their follow up on aug 4th. Patient didn't know yet if it is working as they had to slow down drinking liquids.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.